Manufacturer narrative:
Patient was revised to address recurrent dislocation. The liner was depuy product; the head was competitor product. Doi (B)(6) 2012 - dor (B)(6) 2012 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. Only a patient birth date was received. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated.

Event description:
Patient was revised to address recurrent dislocation. The liner was depuy product; the head was competitor product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.